Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident, including the event date, lot traceability etc.. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; wire stuck in the symetis acurate tf delivery system.

Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. Photos provided present evidence of bend damage and offset/overlapping coil wraps in an unknown location within the body of the device. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. It appears that procedural and/or clinical factors impacted the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; wire stuck in the symetis accurate tf delivery system. Additional information received 10/20/2017 - procedure was successfully completed with a second valve, delivery system and safari guidewire without patient injury.